Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device displayed a message stating ¿programmer software has detected a battery calc error, longevity and other battery figures are no longer correct. Pacemaker remains operational, contact manufacturer for repair.¿ it was concluded that recommended replacement time (rrt)/depleted criteria was not impacted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of 1569 mah. Battery longevity is not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. If information is provided in the future, a supplemental report will be issued.